Event description:
Report rec'd of an inability to deliver emergent drugs during a code situation. The customer states that the pt had a double lumen central line. The tubing set with a clave valve was connected to one of the lumens and was infusing an unspecified IV fluid. A stand alone clave valve was connected to the other port without IV fluid infusing. The pt arrested and during the code it was reported that two ims syringes, epinephrine and atropine, were attempted to be administered via the clave valve on the tubing set. Neither of the drugs could be administered via the clave valve. When the syringes were removed from the clave port, it was reported that IV fluid leaked from the clave. It was observed that the center of the clave had stuck down. The tubing set was removed from the central line port and the drugs were administered from the hub of the syringe to the hub of the port. The medications were not attempted to be delivered via the stand alone clave valve. The pt did not survive the code. The delay of delivering the emergent drugs was a short amount of time and did not impact the pt outcome. The rptr stated that the pt would not have survived the arrest. Add'l pt info was requested, but no further info was available.